Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving ba clofen-gablofen at a concentration of 2000mcg/ml and a dosage of 139mcg/day via an implantable infusion pump. It was reported that the patient's pump needed to be replaced due to the pump coming through the incision from their recent pump replacement, wherein that pump was replaced due to end of life (eol). Additional factors that may have contributed to the issue included the patient having a bad respiratory infection and they were constantly coughing and pushing the pump out. It was also stated that the skin broke down due to excessive coffee and eating in a more constricted position consistently and so the pump was through the skin. The exposed pump was removed and due to the patient's current state and baclofen as their medication, they wanted to keep a pump in and so a new pump was placed on the opposite side of the abdomen. The pump segment of the catheter was replaced as part of this process, but the spinal segment remained. The issue was resolved at the time of the report.